Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test however, the pump alarmed pump error during the self test and pump error alarm is found in the downloaded history file due to broken trace at on the keypad assembly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, end cap address label faded, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm, able to complete rewind process. Customer also reported bruising, hematoma, blood at site. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.